Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the b button and act button on the insulin pump were not working at all. The customer¿s blood glucose was 100 mg/dl. Customer reported that the insulin pump not dropped nor bumped nor exposed on moisture. Customer had a back up plan available. No further information provided. The insulin pump will be returned for analysis.